Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen was flickering and appeared dimmer than usual. Customer's blood glucose was not adversely impacted. Customer will reach out to their health care provider for alternate insulin therapy method.